Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a battery (p/n: 4000-9022-002, l/n: 18c22e0056). Visual inspection of the battery was performed and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.1 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 43 minutes when running on battery power. Within 1 minute of the 20 minutes remaining alarm, the pump alarmed "less than 10 minutes remaining". The iabp shut off shortly after the alarm without the following warning alarm "less than 5 minutes remaining". The total battery runtime was approximately 45 minutes. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "a rapid lost in battery power" is confirmed. The returned battery failed the battery load test. During the complaint investigation, the pump shut off after approximately 45 minutes when operating on battery power after a full charge. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery runtime. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that during transport of the patient to CT, the balloon pump had a rapid lost in battery power. The patient was transferred to another pump. No report of patient harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during transport of the patient to CT, the balloon pump had a rapid lost in battery power. The patient was transferred to another pump. No report of patient harm or injury.